Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h3, h6, h11 h11: the device was received for evaluation. During functional testing , 'intermittent but frequent error 345' was not reproduced. A review of the history log revealed multiple ec 345 messages. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be upstream thermistor reading out of range at 40.2. The ultrasonic sensor requires replacement to address the reported issue. Should additional relevant information become available, a supplemental report will be submitted.